Event description:
It was reported by the customer that, the motor drive unit would not spin when the foot pedal was pressed and that the front case was broken. There was no case involvement or pt consequence.

Manufacturer narrative:
Conclusion: the actual unit involved in this event was returned for evaluation. The unit was visually examined and it was found that there was a broken barb on the pneumatic foot switch which prevents the start of the unit when using the foot pedal. It was also noted that the top case was cracked and the sub-chassis was bent under the motor, making the coupler wobble.